Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the onset of the patient's right heart failure was (B)(6) 2019.

Event description:
The patient experienced a pulmonary bacterial infection while in the hospital. The patient was treated with drug therapy. No device malfunctions occurred and the device was functioning normally. The patient's cause of death was right heart failure, liver failure, and renal failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (japan) is currently available. Section 1 of this document lists right heart failure, respiratory failure, renal dysfunction, hepatic dysfunction, infection, and death as adverse events that may be associated with the use of heartmate 3 lvas. Heartmate 3 patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. A direct correlation between the device and the reported events, as well as the patient's outcome, could not be conclusively determined through this evaluation. The center reported that the patient¿s post-operative course was difficult and they were never discharged. The use of a left ventricular assist device (lvad) was reportedly a last resort and the patient also required the use of a right ventricular assist device (rvad). The patient also developed a pulmonary infection while in the hospital. The patient ultimately expired on (B)(6) 2020 due to multisystem organ failure. (B)(6)was returned assembled with the pump cable intact. The sealed outflow graft was secured to the pump cover. The apical cuff was secured in the cuff lock and the majority of the felt ring had been cut off. The modular cable was secured to the pump cable inline connector. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct relationship between the device and the reported event could not be determined during the evaluation of (B)(6). The center reported that the patient¿s post-operative course was difficulty and they were never discharged. The use of an left ventricular assist device (lvad) was reportedly a last resort and the patient also required the use of an right ventricular assist device (rvad). The pump reportedly functioned as intended but the patient expired due to multisystem organ failure. (B)(6) was returned with the driveline intact and the sealed outflow graft secured to the pump cover. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. The pump cover contained a small amount of post-explant blood. Visual inspection of the rotor and rotor well found no evidence of damage. After disassembly and cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. Heartmate 3 instructions for use (japan) lists right heart failure, respiratory failure, renal dysfunction, hepatic dysfunction, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient began experiencing respiratory failure and renal failure on (B)(6) 2019. A tracheostomy was performed and dialysis was started. The patient was intubated and remained intubated until they expired.

Manufacturer narrative:
Section a1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event took place at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired from multiple organ failure and it was reported that the cause of death was somehow related to the device. The patient's post operative course was complicated and required an rvad. The patient's primary disease was hypertrophic cardiomyopathy and the lvad was a last resort. The device was reported to have operated as intended.